Manufacturer narrative:
The device was not received for evaluation; however a photo was provided. Visual examination of the photo noted a cracked main body of the transfer set. The reported issue was verified. The cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp main body of the minicap transfer set was damaged/cracked. This occurred during use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.